Event description:
It was reported that this right atrial (ra) lead was exhibiting elevated threshold and loss of captured. It was beleieved to be caused be a microdislodged. Reprogramming efforts were performed and the plan is continue to monitor the patient. This ra lead remains in service. No adverse patient effects were reported.